Manufacturer narrative:
(B)(4). Method: the two complaint mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected. Results: visual inspection of device 1 revealed a horizontal crack in the chamber dome stretching along the base below one of the ports. The crack curved upwards towards the baffle and stress marks were observed. The print above the crack was slightly smeared. Another horizontal crack was observed near the base of the dome. Two cracks were observed at the top of the hinge bracket of device 2. The print beside the cracks was slightly smeared. A horizontal crack was also observed near the base of the dome underneath the chamber port and the crack showed stress marks. Residue was observed around all of the cracks. A lot check revealed no other complaints for lot number 130918. Conclusion: the residue around the crack suggests that the damage was caused by the chamber coming into contact with a solution containing ethanol which resulted in environmental stress cracking of the chamber dome. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Maximum operating pressure: 8 kpa"

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two mr290v vented autofeed humidification chambers developed cracks during use. No patient consequence was reported.